Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges failed the check, low pressure, whining blower and service required. There is no allegation of serious or permanent harm or injury. The device was returned to the manufacturer for further evaluation. During the evaluation of the device at the manufacturer, the device was visually inspected and found evidence of foam degradation. During the evaluation, customer compliant of the unit displaying service required was confirmed and failing the performance check. Sk blower making noise and unit having low pressure was not confirmed. Additionally in secondary findings blower foam degradation was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was 12 error codes found. The manufacturer concludes that there was visible foam degradation.